Manufacturer narrative:
H.6 investigation summary the complaint of "possible contamination " was received against instrument phoenix ap material number: 448010, serial number: (B)(6).bd remote assistance provided, instructed customer to decontaminate the instrument. In addition retention panels from the complaint batch were tested and all panels were identified correctly. Instrument was found to be operational and released to the customer for regular use.therefore, this complaint is unconfirmed.the root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur.bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that bd phoenix¿ ap misidentifications occurred. The following information was provided by the initial reporter: customer is reporting mis-ids on their phoenix panels. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Event description:
It was reported that bd phoenix¿ ap misidentifications occurred. The following information was provided by the initial reporter: customer is reporting mis-ids on their phoenix panels. Hazard, injury or erroneous results? No; hazard, injury or erroneous results details.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.